Event description:
It was reported that the right atrial lead had an episode of high resistance but during a checkup the impedance appeared within normal range. It was also noted that the atrial lead had some changes in the sensing value. A holter monitor found noise and pacing failure in the atrial high rate episode. The lead was programmed off and remains implanted. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.